Event description:
It was stated that the customer was hospitalized for high blood glucose levels. No blood glucose levels were reported. No troubleshooting was performed as the insulin pump was not present during the phone call. The doctor and the company rep both wanted the insulin pump replaced. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.